Event description:
During an lavh case, a pt problem was encountered while using the g400 generator and the plasmasord device. When the plasmasord was being activated, the pt's heart rate fell from 70 bpm to 30 bpm. At one point, it was a flat line. The case was completed with the same device and the pt's rate returned to 70 bpm. The pt has no implantable pacemaker or ICD. The plasmasord and the generator are being returned to our (B)(4) facility to be tested as a system. The plasmasord device was reported on medwatch report # 9617070-2010-00009.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. When further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.